Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. History list: no unusually events could be observed on the event history of the pump. The problem mentioned by the customer could not be reproduced.

Event description:
The pt reported that insulin was not delivered through the infusion set and no alert or error message was displayed. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.